Event description:
Healthcare professional reports lower than expected act-lr results with the hemochron signature elite microcoagulation system during a cardiac catheterization procedure where target time was > 300 seconds. During the procedure, act-lr results did not increase as expected and were no reaching the target time of >300 seconds. After multiple heparin boluses were administered, the act-lr result reached 307 seconds. The physician was expecting results to be higher based on the heparin administered. A second elite instrument was introduced for result confirmation and generated result of 390 seconds, which was within expectations and met the target time. No adverse events reported.

Manufacturer narrative:
(B)(4). Method: no related ncmrs identified for this instrument. Cuvette device history records reviewed and no related issues identified. During f/u communication, customer reported that instrument correlation testing was performed for troubleshooting purposes. The instrument passed successfully and no issues were observed. Itc has requested all data required for form 3500a.